Manufacturer narrative:
Device evaluation: one smiths medical portex bivona flextend tts tracheostomy tube was returned for analysis in used condition without its original packaging. Visual inspection showed no damage. Functional testing involved filling the sample with 5cc of air to see if there was any functional problem. When inflating the cuff inflated uniformly. The balloon was manipulated and the whole cuff inflated. After it was inflated, it was deflated and inflated four (4) times; each time the cuff inflated completely. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Three complaint files are related to each other. However, only two files are found reportable. Cc-0067641 was found not reportable as fault was found at pre-use check. 3012307300-2020-02099-0067642 is the third complaint in the series.

Event description:
Information was received indicating that immediately following placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube the patient desaturated and turned blue. The patient was then bagged while the trach tube was removed, and the cuff massaged. The cuff was re-inflated but was reported to only inflate to 30-40%. A second cuff was attempted to be used but once again, cuff would not inflate fully. Subsequently, one of the patient's old tracheostomy tubes was used but was reported to have mold inside the cuff. The patient recovered but is currently awaiting further replacement trach tubes.